Event description:
It was reported that catheter removal difficulties occurred. The target lesion was located in the proximal right coronary artery (rca). A 3.00x24mm promus premier¿ stent was selected and advanced to the lesion; however, the device was unable to cross the target lesion. The physician had difficulty removing the device and was unable to pull the stent back into an unspecified guide catheter. It was then decided to deploy the stent. Post dilatation was performed using an unspecified nc balloon catheter. Intravascular ultrasound (ivus) was performed to view the stent apposition. Fluoroscopy revealed that there was no stent damage. The procedure was completed with a different device. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).